Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator temperature was out of range. The field service engineer confirmed that the helmer service person has contacted the customer, and the repair has been completed. The system functioned as intended after the helmer service person resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator temperature was out of range. The customer stated that the malfunction had caused a delay in patient care, as nurses had to walk to the pharmacy to obtain the required medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator temperature was out of range. The customer stated that the malfunction had caused a delay in patient care, as nurses had to walk to the pharmacy to obtain the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.